Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ impella cp: for access site bleeding, ¿assess access site for bleeding and hematoma.¿ introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 62-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After repositioning the sheath, the patient experienced bleeding despite proper angle match. A forward tension suture was applied, and thirty (30) minutes of manual pressure was held above and below site to maintain angle of entry. The patient was transferred to ICU with a femstop in place. The impella cp was successfully explanted, and the patient survived.